Event description:
Walking with a lamp and cannot put on my shoes due to swelling, pain, toxicity, bleeding, peeling, burning sensation and harden skin. I received melanoma cancer surgical procedure from dr (B)(6), whose nurse gave me xeroform occlusive gauze strips; I was also prescribed them by dr. (B)(6) and was handed them by medication room at (B)(6) for adults in (B)(6). Strength: 3 percent bismuth tribromophenate. Quantity: 1 strip. Frequency: 2 x a day. How was it taken or used: typically at cancer site. Why was the person using the product: melanoma skin cancer, squamous cell carcinoma skin cancer. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.